Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new cuff and pump were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence and mechanical issues with the 5 year old aus leading to the replacement surgery. No more information available at the moment. Should additional information become available, it will be provided.